Event description:
It was reported that a device was not working properly. The reporter stated that the patient said that in (B)(6) 2012 the device stopped suddenly "without advice" and it started again after "some time." It was noted that the normal voltage for the device was 8.5 volts and the impedances were normal. The reporter stated that the magnet option was disconnected and there was "no reason to expect that kind of trouble that the patient suggested." It was reported that the "only rare thing" was that the battery showed it was ok but with "such high energy it was not really expected." It was noted that there was unknown battery depletion. Patient symptoms included pain in the right leg. A revision was planned as a result of the event. The patient suffered no injury or adverse event. Three weeks later, it was reported that the device would be replaced with a different device "next january." A follow-up report will be made if additional information becomes available.

Event description:
It was confirmed that only the ins was replaced in february due to its "problem." The patient was very happy and feels perfect stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated itrel 3 (non-rechargeable) device would be changed to restore ultra (rechargeable) device due to high voltage settings.